Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. FDA notified: the initial reporter also notified the FDA via medwatch # mw5113542. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder.

Event description:
It was reported that the bd texium¿ needle-free syringe was found blocked when connected to the needle. The following information was provided by the initial reporter: "a 10 ml texium syringe failed to open fluid patch when engaged with a needle. Procedure had to be halted a new syringe needed to be made. Resulted in a 1-hour delay in procedure."

Manufacturer narrative:
Investigation summary no product or photo was returned by the customer. It was reported by the customer "a 10 ml texium syringe failed to open fluid patch when engaged with a needle." The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model my8010 lot number 92127202 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd texium¿ needle-free syringe was found blocked when connected to the needle. The following information was provided by the initial reporter: "a 10 ml texium syringe failed to open fluid patch when engaged with a needle. Procedure had to be halted a new syringe needed to be made. Resulted in a 1-hour delay in procedure."